Event description:
A remote transmission was reviewed by technical support and increase pacing impedance was observed on the right ventricular (rv) lead. The patient had since passed away. There was no allegation that the increased impedance cause or contributed to the death of the patient.